Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noticed on the right ventricular (rv) lead. Noise was not reproduced during provocative testing. The suspected root cause was rv lead damage, however, diagnostic imaging was not performed to confirm. Lead revision is anticipated. The patient was stable.